Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. It was also reported that the mattress could not adhere to the litter surface due to missing/malfunctioned velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.